Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a esophagectomy procedure, the jaw became not to open when the cartridge was going to be replaced after the firing. Another device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returning.